Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that they had an MRI of their left knee this afternoon and wanted to know if they could have the scan. The agent walked the patient through closing out of all running applications, powering on the communicator, and placing it over the implant. The patient was able to connect to the implant and activated MRI mode. The patient saw MRI eligibility cannot be determined with the following code: 0151310. The patient was redirected to their healthcare provider to further address the issue. The agent inquired with the patient on the nature of the abandon component--the patient said the doctor indicated that the patient's 'bone grew over part of the wire' so the lead was either left implanted (fully intact) or there was a fragment.

Manufacturer narrative:
Continuation of d10: product ID: 3889-28; lot/serial: (B)(6); implanted: (B)(6) 2020; explanted: (B)(6) 2025; product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 3889-28; serial/lot #: (B)(6), ubd: 30-jan-2024; UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.